Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report.  It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a cylinder became disconnected from an ultrafill device. There was no report of patient harm or injury. Repeated attempts to have the device and cylinder returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.